Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with injection vancomycin (2g in one bag, route, frequency, and duration not reported) and meropenem (500mg per bag, route, frequency, and duration not reported) for peritonitis. It was not reported if dianeal and extraneal therapies were ongoing. The outcome of the event is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the peritonitis was manifested by cloudy fluid. On an unreported date, the patient's pd catheter was removed and hemodialysis was started. On an unreported date, dianeal and extraneal therapies were discontinued. On (B)(6) 2015, the patient experienced cardiac arrest and subsequently passed away the same day. The cause of death was reported as cardiac arrest (third). The patient did not recover from the event of peritonitis prior to death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.